Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as pressure sores . The patient¿s physician prescribed medicated bandages and collagen strips for the skin irritation. Follow up indicated that the skin irritation improved.